Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and steadily increasing impedance trend. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.